Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon was experiencing non-intuitive motion on the camera arm. Tse confirmed it was installed on universal surgical manipulator 3 (usm3). The tse asked the caller to reseat both endoscope and the sterile adapter. The caller stated that this fixed it for now, but the surgeon would like the field service engineer (fse) to check system out and complete a system verification to be sure. Tse gathered case information and call ended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has contacted the customer and the customer reported that the issue was resolved after reseating the endoscope and sterile adapter. They site has used the system for cases since then without any issues. Fse reviewed remotefe logs which confirmed no further issues have occurred. No site visit was conducted. The system was working properly, and no additional action was required. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. A log review was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon, and procedure name/category. Refer to appropriate fields within the complaint. System log review: a review of the site's system logs for the reported procedure date was conducted by tse analyst. Investigation revealed the following possible related system errors: /1204785/55202/*** start of following ***/8/msc_ID/3 2/-1/1050/0/0/0/a70_p9_l1_b710/65714842/9352592/system_mode_start_of_following, /1807409/25913/iesu error: m-35 - the da vinci system requested an activation of a non-mounted da vinci instrument./0/vpcc_ID/ 30/-1/0/77/53/0/a70_p9_l1_b710/65714842/9352593/info_esu_message_code, /2029137/282/tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected (tool sn not available) on usm2/0/msc_ID/32/-1/61/6/0/1/a70_p9_l1_b710/65714842/9 352594/system_err_tool_invalid_reason,/2112570/833/temperature warning in the vp ( temp: 81°c ¿ 177°f ). **check dirty filters, front bezel blocked or check that the fan is functioning properly./0/vci2_ID/27/-1/10485760/81/0/85/a 70_p9_l1_b710/65714842/9352595/system_err_temperature_limit_warning , /2159993/22020/installed prograsp forceps failed to engage on usm4 (grip axis failed to engage)./8/pctp_ID/113/5/5800027/370 674003/987135/623481/a70_p9_l1_b710/65714842/9352596/log_tool_engagement_failed this complaint is considered a reportable event due to the following conclusion: poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.